Event description:
The customer reported to olympus, the evis exera iii duodenovideoscope tested positive for microbial contamination. The scope was sampled once. During the sampling, the scope tested positive for an unspecified colony forming units (cfus) of an unknown microorganism. The issue was found during dna identification testing for a post-market surveillance study. All channels were tested. It was indicated that the subject device¿s intended purpose was for a therapeutic procedure. There was no patient/user harm or injury reported due to the event.

Manufacturer narrative:
The device was sent to an independent laboratory for culture testing. The device tested positive for an unspecified number of cfus of staphylococcus lugdunensis. A visual inspection was performed onsite by an endoscopy support specialist (ess) and found no abnormalities in the physical body of the device that may have contributed to the reported issue. During the onsite visit, the ess specialist also verified some of the maintenance, cleaning sterilization and disinfection (cds) processes performed at the user facility. It was verified that the facility brushes and flushed the instrument channel. For automated endoscope reprocessor (aer) treatment, a medivator dsd edge (serial (B)(4)) machine is used to clean the scope. The broth and sterile water expiration dates were checked, in which both were within standard (broth expiration date 20dec2022 and sterile water, dec2023). It was verified that all of the proper sampling protocol was performed to avoid cross contamination. It was verified that the facility properly dries the scope using filtered compression air after sampling was complete. At this time, it has been indicated to olympus that the device will not be returned for further testing and evaluation. Should additional information become available, or the evaluation is completed, a follow up report will be submitted.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. The device was returned to olympus. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, in view of the nature of staphylococcus lugdunensis (hc) and yet the limited colony count (2 cfu), it is likely that the contamination is most likely not attributable to the previous patient procedure, but rather related to handling during reprocessing and / or sampling. However, the definitive root cause was unable to be determined. The event can be prevented by following the instructions for use which state: "an insufficiently reprocessed endoscope and/or accessory may pose an infection control risk to the patients and/or operators who touch them." Olympus will continue to monitor field performance for this device.